Event description:
Reusable loaner instrumentation broke during total knee replacement surgery. During total knee replacement surgery, surgeon was utilizing the depuy attune femoral impaction handle and the red coated tip thumb piece and spring broke off. All pieces recovered from wound and sequestered.